Event description:
Baxter serv ctr reports leak in cassette of homechouce set used for apd therapy. Leak was identified by serv ctr when moisture was noted in pneumatic area of returned homechoice device. No pt injury was reported at time of device return.